Event description:
The customer obtained no results and analyzer condition codes for ldh assays processed on three pt samples on a vitros 5,1 fs chemistry system. The customer determined that the results were processed from a vitros chemistry products lipa slide cartridge. No numerical results were obtained. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The customer investigation determined that three ldh assay requests were processed using slides from a vitros lipa slide cartridge. The root cause was determined to be user error when manually loading and identifying a slide cartridge on the analyzer.